Event description:
Customer reportedly obtained results of 36 mg/dl and 72 mg/dl on the aviva system within 10 minutes. Customer drank juice in response to results. No adverse event reported. Requested return of suspect system and replacement was sent.